Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while trying to deliver a bolus. Customer changed cartridge, dismissed alarm and resumed insulin delivery. There was no impact to the customer's blood glucose levels.